Manufacturer narrative:
On (B)(6) 2022, ad-tech medical received the (B)(6) 2022 report from distributor, nihon kohden reporting that one ddk2-2.4-30x had a hole in the pouch. This issue was discovered by the distributor before it reached the customer. There was no patient impact. Ad-tech is waiting for the product to be returned.

Event description:
On (B)(6) 2022, ad-tech medical received the (B)(6) 2022 report from distributor, nihon kohden reporting that one ddk2-2.4-30x had a hole in the pouch. There was no patient impact.

Manufacturer narrative:
On september 12, 2022, ad-tech medical received the august 2022 report from distributor, nihon kohden reporting that one ddk2-2.4-30x had a hole in the pouch. This issue was discovered by the distributor before it reached the customer. There was no patient impact. Ad-tech is waiting for the product to be returned. --updated : 01-06-2023 -- the product was returned for evaluation. The alleged complaint was confirmed and it was found that the sterile barrier was breached on the inner and outer pouch. The cause and time of the damage to the pouch could not be confirmed and no root cause could be identified. The risk assessment concluded that the calculated occurrence remains "alap" (as low as possible) and no further action is needed at this time.

Event description:
On september 12, 2022, ad-tech medical received the august 2022 report from distributor, nihon kohden reporting that one ddk2-2.4-30x had a hole in the pouch. There was no patient impact.